Event description:
It was reported that an atrial fibrillation procedure was performed (B)(6) 2013 using a thermocool sf nav bi-directional catheter. The procedure was completed successfully. On (B)(6) 2013, the patient was hospitalized and on (B)(6) 2013, the patient died at the hospital. On (B)(6), the physician reported that the cause of the death is probably due to an atrial-esophageal fistula, consequent to the ablation procedure.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation since no lot number was provided, no device history record review could be performed. (B)(4).